Event description:
Reporter indicated that vns patient had passed away. Cause of death is unknown at this time. Autopsy results are pending. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. The patient had reportedly benefited from the vns therapy.